Event description:
Note: date of event date is unknown. In 2009, a boston scientific corporation employee became aware of a clinical study article, "expandable metal stent placement for benign colorectal obstruction: outcomes for 23 cases" published in surgical endoscopy 2008; 22: 454-462. The following information was derived from this article: an ultraflex esophageal stent was used for colonic stent placement procedure on a female. According to the article, a female experienced stent migration. Patient underwent balloon dilation 6.2 months after initial stent placement. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
Unknown/no information available from user facility. Additional endoscopic procedure: balloon dilation. The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.